Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during implantation of the 3.5 x 15 mm xience v stent in the pre-dilated, moderately tortuous and moderately calcified target lesion in the mid left circumflex artery, a proximal edge dissection occurred. A 3.5 x 12 mm xience v stent was implanted to seal the edge dissection. There was no adverse patient sequela. The patient was discharged home routinely. There was no additional information provided.